Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device alarmed a hardware low level failure for the second time. The customer's blood glucose during the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low level failures. Hardware low level failures is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.